Event description:
The nurse of a (B)(6) female patient contacted zoll customer support to report that the patient's batteries would not hold a charge. The patient was issued two replacement battery packs and a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. Upon evaluation, the battery would not charge in the battery charger nor power up a monitor. Liquid contamination was discovered in the battery pack. The root cause of the liquid contamination cannot be positively identified, but was likely a result of liquid ingress due to battery submersion in liquid. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. Upon evaluation, the battery charger would not power up. Liquid contamination was discovered in the battery charger. The root cause of the liquid contamination cannot be positively identified, but was likely a result the contaminated battery (sn (B)(4)) being placed in the charger, thus shorting the battery connector in the charger. No adverse event resulted from the defective battery charger. The patient received a replacement battery charger.